Event description:
The customer received questionable creatinine plus ver.2 (creatinine) results that were discovered when an ER doctor questioned the results. The samples were repeated on another cobas c501 analyzer. Data was provided for seven patient samples. Patient sample 1 initial result was 1.8 mg/dl with a data flag and the repeat result was 1.0 mg/dl. Patient sample 2 initial result was 1.7 mg/dl with a data flag and the repeat result was 0.8 mg/dl. Patient sample 3 initial result was 2.2 mg/dl with a data flag and the repeat result was 0.9 mg/dl. Patient sample 4 initial result was 1.9 mg/dl with a data flag and the repeat result was 0.8 mg/dl. Patient sample 5 initial result was 1.2 mg/dl and the repeat result was 0.8 mg/dl. Patient sample 6 initial result was 1.8 mg/dl with a data flag and the repeat result was 1.0 mg/dl. Patient sample 7 initial result was 1.7 mg/dl with a data flag and the repeat result was 1.0 mg/dl. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. Corrected results were reported out. There was no adverse event. The creatinine reagent lot number was 69257401 with an expiration date of 08/31/2014. The field service representative stated the customer mentioned contamination during maintenance. The customer did a bath exchange, decontaminated and ran calibration and qc with no error. The field service representative checked the cuvettes and ran precision with no errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.